Manufacturer narrative:
Info is not available at this time.

Event description:
It was reported that the pt barrier rotational handle lock was not holding on the image paste stand. No injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.